Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results and qc errors using the inratio2 meter: results as follows: date: (B)(6) 2011; inratio: qc 2h; re-test: qc 1l; re-test: >7.5. Date: (B)(6) 2011; inratio: 3.5; lab: 2.6. Testing was done within minutes of each other. Caller states that they milk the finger when obtaining sample.